Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic system had issues with infusion pushing air out and the suspect issue with fluidics. Details of procedure was not reported. No patient harm was reported.

Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error. The event ¿fluid/air exchange issue¿ (a1405) was removed due to the reported event was only for an issue with irrigation/infusion issue ¿ no reportable malfunction. The event irrigation/infusion issue ¿ no reportable malfunction not considered to be a reportable malfunction, and it is not likely that a recurrence would result in serious injury. No further reports will be submitted under mfg report num: 2028159-2024-01597. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in sections d.4, d.9, h.3, h.6 and h.11. The company representative was able to replicate the reported event. The nonconforming fluidics module was replaced to address the issue. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. A potentially relevant complaint was found and reviewed as part of this investigation. The complaint was determined to be relevant to this investigation. The root cause of the reported event is attributed to a nonconforming fluidics module. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).